Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, the investigation determined that the reported issue and subsequent treatment appears to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: (B)(6) hospital.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique prior to an electrophysiology (ep) procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, when the plunger of the second prostyle device was removed in step 3, the suture separated. The device was removed, and the knot was noted to be untied. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to 12f and the ep procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.